Event description:
The cysto-nephro videoscope was returned to the service center with a report of water leakage and pinhole near the base of the light guide, and distal end bending section rubber is turned over. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the adhesive on the bending section cover has a chip was found to be most likely due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.